Event description:
Post-op imaging studies demonstrate that the bengal stackable monolith [(B)(4)] was shown to have fractured following implantation into patient's neck following c7 single-level anterior cervical corpectomy and fusion (accf). The device construct consists of monoblock lordotic profile with 12 x 14 mm footprint and 30 mm height. Imaging also demonstrates that the device pistioned into the adjacent t1 vertebra approximately 10 mm (greater than 3 mm which is considered clinically significant) resulting in loss of intervertebral space collapse and neurocompromise. The device is not approved or cleared for any intended uses in the cervical spine. The design rationale including dimensions and lordotic profile of the device are consistent with spinal implants intended for use in the cervical spine. The 510(k) and device labeling, however, represents that the device is explicitly to be used in the thoracolumbar spine.